Event description:
Ous MDR - after an implantation period of about 38 months, oversensing was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
The ICD was implanted for 38 months and 20 charging cycles were recorded. The battery status mol2 was anticipated. During analysis the ICD proved to be fully functional. The analysis did not show any deviations from the technical specifications. Upon receipt, the lead was found dissected into two fragments. All parts of the lead were received for analysis. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explantation procedure. The analysis of the lead demonstrated multiple signs of wear. In particular some 56 cm proximal to the lead tip, the insulation was found rubbed through. This insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Further damages resulted most likely from the explantation procedure. In summary, there were no signs of a material or manufacturing issue for either the ICD or the lead.